Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 po¿s were ordered. It was reported that during preparation to a port placement procedure the port was allegedly missing from the package. It was further reported that the component was misassembled. Reportedly, there was a packaging problem. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, six electronic photos were provided for review. The photo-image.001 shows a sealed package. A printed delivery slip is present referring the package to be delivered to erika, pheonix az USA, from na nola. The photo image.002 shows an open package containing clothes packed in victoria secret packaging. The photo image.003 shows a fedex box packaging. The label refers the package to be delivered to radiology, kansas city. The photo image.004 shows a sticker label by fedex. The photo image.005 shows a sticker label by fedex. The photo-image.006 shows a sealed package. A printed delivery slip is present referring the package to be delivered to erika, phoenix az USA, from na nola.a follow-up was conducted, and it was found that when the package left the bd facility it was properly assembled. It is evident that the product was received in the fedex box and there was a delay in the delivery of the package which might have contributed to exchange of items at fedex. Therefore, the investigation is inconclusive for the reported component missing, misassembled and packaging problem issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, po's were ordered. It was reported that during preparation to a port placement procedure the port was allegedly missing from the package. It was further reported that the component was misassembled. Reportedly, there was a packaging problem. There was no patient contact.